Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy procedure, the pt's bowel was injured and incurred a perforation. It was reported that during the procedure, the physician had depressed the foot pedal and the provided an unspecified error and then began to operate. There was no further info provided regarding the status of the pt.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that during the procedure, the users observed three polyps in the cecum. The first polyp was successfully removed using a snare, the second with a hot biopsy forceps. Upon removal of the second polyp, minor bleeding was observed, and a perforation was detected near the second polypectomy site. The bleeding was said to have been controlled using the same hot biopsy forceps; however, the procedure was then aborted, and the pt was immediately transferred to the operating room for exploratory examination and to correct the perforation. A cat-scan was performed and the pt was discovered to have a pneumothorax, which is likely unrelated to the colonoscopy. The pt was said to have been admitted in the hospital; provided antibiotics and a chest tube. The pt was reported to be recovering in the hospital and was said to be doing fine. The electrosurgical unit was returned to olympus for eval along with foot-switch, high frequency cable and communications cable. The eval did not duplicate the user's report of an error message. The device was tested using the customer's foot-switch, high frequency cable and communications cable and test accessories, and no problems were observed. The unit's output was verified to be within spec. The exact cause of the user's experience could not be determined. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report# 8010047-2011-00135 for a related report.